Event description:
Additional information was received from the manufacturer representative (rep) reporting that the ins or therapy was not causal or contributory with respect to the need for defibrillation. The ins wasn¿t to be turned off. Cardiac decompensation following atrial fibrillation was the reason for needing defibrillation. The patient had called their hcp on (B)(6) 2025 due to the stimulator stopped. This event has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the stimulator was changed on (B)(6) 2025. The latest ins was not kept by the center, so they will not be able to send it for analysis. The patient was "good , impedances were on 22/8" (understood as the patient had good impedances on (B)(6) 2025).

Event description:
It was reported the patient was proven for a cardiac problem. They used a defibrillator and the stimulator was still turned on. Since then, the patient could not charge the stimulator anymore/had difficulty charging the implant. They received a new charger and new remote but the problem still continued. They met with their hcp and they just resolve the problem if the remote is on the implant. The issue was not resolved at the time of report. No symptoms were reported. Additional information was received from the manufacturer representative (rep). The rep stated attached the latest report and the mail of the hcp who followed the patient last time. It was stated as follows: "as discussed this morning on the phone, the patient was seen in consultation last week for a charging problem. Following heart problems, a defibrillator had to be used 2 times while the neurostimulator was not turned off. For 2 weeks the patient has not been able to recharge, they get the screen where they should have the highest possible number for 10 min, then the recharge starts and cuts off almost immediately. They called the manufacturer assistance and came to see the hcp in consultation with new charging equipment (battery + antenna). After many charging tests (2 hours) the hcp realized that charging is only possible if the remote control remains above the case. In addition, the impedances are high while everything was ok in (B)(6) 2024. A session report from (B)(6) 2024 was included in which impedances were within normal limits. Observations from page 2 of the session report noted the following: the battery of the device was discharged at the point that therapy was unavailable, the time of the scheme was further shifted 90 minutes compared to the programmer, the time of the device had been changed in the last 30 days, and data diagnoses may be inaccurate between (B)(6) 2011 and (B)(6) 2024. The rep added that the issue was not resolved, and the implantable neurostimulator (ins) was indeed causal or contributory towards the patient being proven for a cardiac problem and needing to use a defibrillator. Additional information was received from the manufacturer representative (rep) reporting that there was little leg pain for 3 weeks but did have leg pain for 3 days. Medical prescription of analgesics. There was significant edema that was being explored by the cardiologist. The patient was satisfied with stimulation and the new ins. Next appointment is in 1 year.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.